Event description:
Instrument failure - upon impacting the cup, the thread of the handle broke in the cup and remains in the patient.

Manufacturer narrative:
Manufacturer narrative: this complaint reported upon impacting the cup, the thread of the handle broke in the cup and the thread remained in the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The surgery was completed as intended. The instrument was inspected prior to surgery and was found to be acceptable. Examination of the returned positioner shows the part of the threaded tip broken off (piece not returned), confirming the complaint. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance, refer to the IFU. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Previous complaints against the reported lot numbers: 2. Summary of complaints: 8 functional, 8 dull/worn, 1 pin damaged, 37 threads damaged/galled, 1 weld, 1 instrument damaged the implant, 3 bent, 109 broke/cracked;damaged, 1 hardware missing, 1 deviced cracked/broke, 1 other, 3 end of life, 88 blank. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Three manufacturing dates were listed for instrument: 16 aug 2016, 6 apr 2017 and 30 aug 2017. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.